Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04762. It was reported the patient was feeling stimulation at the ipg pocket site. The sjm representative met with the patient and reprogrammed the system avoiding the invalid contacts. Follow up identified the patient reported shocking sensations whether the system was turned on or off. Further follow up identified the magnet mode was turned off, and the patient received further reprogramming.

Manufacturer narrative:
This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.